Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A caregiver reported on behalf of a (child) customer who received an unspecified low scan on the sensor when compared to a competitor meter. It was further reported that the customer experienced a loss of consciousness and became hyperglycemic during the call. The caller indicated that the customer was being taken to the hospital and disconnected the call. No further information was provided. There was no report of death or permanent injury associated with this event.